Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately three (3) years and four (months) ago. Subsequently, the patient underwent a revision surgery due to loosening of the implant.

Manufacturer narrative:
(B)(4). D10: medical products: item#: sagl2035, 3 peg mod glen sz 5; lot#: 64975086. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately three (3) years and four (months) ago. Subsequently, the patient underwent a revision surgery due to wear of the implant. Upon removal of the glenoid, it was found to be fractured.

Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the post was explanted; the tm post shows signs of being implanted with biodebris present along the tm surface. Product information cannot be verified. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total shoulder arthroplasty with anterior and superior subluxation of the humeral component, abutment of the greater tuberosity along the under surface of the acromion and ac joint but no definite dislocation. Osteopenia noted. No radiolucency. Operative notes were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.